Event description:
During the first ablation with the cool-tip needle, the patient reported complained twice about his leg. A nurse checked the legs without removing the pad, but nothing was wrong. Four sessions were completed and the pad was removed. The patient sustained burn injuries to the leg. Right leg: 2nd-degree burn, 1.3cm by 2.7cm, water blister was found. Left leg: 1st-degree burn, 0.8cm by 2.0cm. The burns were treated with ointment. The ablation was started from 30w. Ablation time: 12 minutes. The final temperature: 98 c (the first ablation), hh (the other three ablations).